Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652).

Event description:
Arjo become aware of the event with involved arjo device system: maxi move lift and sling. It was reported that during transferred the patient the sling unhooked from lift and the patient fell on the wheelchair. As a consequence of the event patient sustained bruising. It was confirmed by customer that the caregiver used wrong size of sling for patient.

Manufacturer narrative:
On (B)(6) 2018 arjo representative become aware of the event with involvement of maxi move lift and sling. It was reported that when the resident was transferred, the left clip become detached from the lift's spreader bar. As a consequence of the event, patient fell out of the device and sustained subdural hematoma and laceration to the back of the head. After the event, the device was inspected by arjo service technician. The visual inspection showed that the lift was working according to manufacturer's specification. The sling was in good condition without any defect. The service technician advised that incorrect sling size was used by the caregiver a sling clip, once correctly attached is additionally locked in the place by the patients weight and monitored to stay in place as the weight of the person in the sling is gradually taken up. As stated in the labeling, is locked in the position with the weight of the patient . It cannot go downward as it is suspended on the clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient is not likely to come off during on-label use. It cannot go inward because it is stopped by the metal frame of the spreader bar and. It cannot go outward because it is kept by the metal end stop of the clip attachment lug. Based on product knowledge and review of previous complaints, there is no possibility of a person to slide out of the sling during on-label use of the device. There are few factors identified that could contribute to a person sliding out from the sling, as following: 1. A sling being used that is of a very inappropriate size (several sizes off). 2. An obvious wrong application of the sling (e.g.: sling used upside down, wrong type of the sling used, wrong position of the resident/patient arms). 3. A sling clip detaching or not being attached to the lift device before starting the transfer. Based on the customer statment, they used an inappropriate size of sling. According to the customer, they used sling size m (medium) instead of l (large) it might be in line with described above first hypothesis. Additionally, complaint indicates that the sling slipped off the attachment point, and based on product knowledge and review of similar complaints reported to date, only misuse of the attachment clip may result in the clip slipping off the attachment point. Taking that into account, it can be stated that two factors may contribute to patient fall: incorrectly selected sling and sling incorrectly attached to the spreader bar. Product instruction for use (IFU, 04.sc.00-int rev. 2, october 2014) states: - "the right type and size of slings should be used after proper assessment of each resident's size, condition and the type of lifting situation" - "warning: to avoid the resident from falling, make sure to select the correct sling size according to the IFU". - "warning: to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process." To help caregivers selecting proper sling size, IFU includes guidance along with graphics showing how to choose a sling. When a resident is in a seated position, a caregiver measures the resident from seat to head. The graphic representation of measuring tape in IFU has colours which correspond to the sling size and in that way help caregivers in sling selection. Apart from resident size, the resident's physical disabilities, general physique should be considered as well when selecting a sling. The involved passive clip sling was not provided by the customer, therefore could not have been inspected, however there was no allegation of sling failure. An arjo technician inspected the involved lift and no failure was detected as well. In summary, the arjo maxi move lift and passive clip sling was used for resident's transfer when the patient slipped out of the sling and fell and in that way played role in the event. No system (lift and sling) malfunction was found. The customer admitted that they should have used size l instead of m, and based on our product knowledge incorrect sling attachment could contribute to the patient fall and as a result the resident sustained serious injury.